Event description:
It was reported that the customer stated the pump needed to be charged more frequently. There was no adverse impact to the customer's blood glucose level. The customer declined additional troubleshooting for the reported issue, and cts documented the issue and closed the case with no further action required.